Event description:
It was reported that post implant a gastric band the band was removed due to a leakage. There was no reported patient consequence.

Manufacturer narrative:
(B)(4): punctured. Upon visual inspection, four(4) tears were observed on the balloon, as mentioned by the surgeon two (2) of them was performed during the removal of the band, with respect to the last two (2) tears, it seems that these tears were probably performed by a sharp instrument. However no conclusion can be drawn at this time on when these tears were occurred, pre-op, intra-op or post-op. While it is not possible to provide a definitive root cause for the reported event it is noted that fluid leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. Its causes and consequences are outlined within the product's instructions for use (IFU). A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release.